Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the head was out of specification on its uplink functional tests as well as on its e-field immunity test, and its cable and lower case were replaced to resolve these issues. It was further noted that the label was missing its backing so the label was also replaced. Concomitant product(s): product ID: 229047 software analyzer. (B)(4).